Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. A new cartridge was successfully loaded to address the alarm. It was reported that the pump requested for the customer to fill tubing multiple times during the load process. The customer reloaded the same cartridge, successfully completed the load process, and insulin delivery was resumed. There was no reported impact to the customer's blood glucose level.